Event description:
The customer reported that the left monitor went black. It required 3 reboots to normalize. No pt was injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.